Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: probe dropout. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe was broken at approximately 13 mm from the tip. The coating had peeled off around the broken part of the probe and there was a scratch in that area. Observation of the fractured surface of the probe revealed that cracks had developed starting from the scratches. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy (tlh), there was damage to the thunderbeat active blade. It was also noted that the probe of the device fell off, as the device was outside of the patient during sedation. The device was able to be collected by the physician. The intended procedure was completed by using a similar device. There was no extended time frame noted for the procedure but there was an unknown error code observed. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.